Event description:
Philips recall replacement CPAP device is malfunctioning, blows hard a couple seconds, stops and seems to suck the air out of the mask, then repeats that cycle and I feel like I am being asphyxiated. Dreamstation (not sure if it is 1 or 2); autocpap recertified device. Model number, UDI number: not sure. FDA safety report ID # (B)(4).